Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced elevated sensor glucose readings after changing the infusion set, with values rising to 286 mg/dl. Upon removal of the infusion set, the cannula was observed to be bent, with visible damage noted to the tubing while no leakage or looseness at the infusion site was identified and the adhesive remained secure. The patient completed an infusion set change, after which sensor glucose levels returned to normal, with a current reading of 86 mg/dl while using novolog insulin and a freestyle libre 3 plus cgm. The operator of the device was lay user/patient. The event occurred during set-up. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 62 yr-old non-hispanic/latino white male weighing 162 lbs.